Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was explanted and a new pump was implanted. The issue had been resolved and the account would not release the pump for analysis and it would not be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient's pump was visible through their skin. The event date was provided as (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. Regarding interventions/actions taken to resolve the issue, it was indicated a wound check was performed. The issue was not resolved at the time of the report, (B)(6) 2019. Surgical intervention was planned, however, it had not yet been scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.